Event description:
Unit was on pt and after 3-4 hrs of use on external battery, vent alarmed "power loss" and vent stopped working. Vent shut down on a pt while on external battery with no pt harm. Vent did alarm.